Event description:
The customer reported that the device showed a "device error/service required" message with a red x and chirp. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.